Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. The report event of high impedances was confirmed. As received, the returned was returned one incomplete smi stim end segment and one twisted smi terminal end lead segment. The broken lead is consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a hip surgery, the patient did not have effective therapy. It was confirmed that there were multiple contacts with high impedance, causing the system to autoreduce. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.